Event description:
Per the clinic, the patient reported no auditory benefit from the device along with non auditory stimulation without device use. The patient has discontinued use of the device due to these issues. Explant or reimplantation is not planned at the time of this report.

Manufacturer narrative:
(B) (4). Implanted device remains.